Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New unity record created in order to update legacy complaint# (B)(4). Litigation alleges patient had pain, grinding, clicking, popping, difficulty walking, elevated cobalt and chromium levels, permanent disability and disfigurement after asr hip implant. Doi: (B)(6) 2009 ;(right hip); dor: none reported. Patient is resident of (B)(6). Update 12/4/12 - plaintiff¿s preliminary disclosure form was received, which identified part/lot information and correct. Implant date. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Doi: (B)(6) 2009. Update: ad 11 jun 2018: der received. The patient was revised to address infected hip. It was also indicated that the original implant date is unknown. The surgeon removed the components and decided to implant prostalac spacer. The patient had a corail stem with asr xl hip ball and cup. The patient also has legal representation. Doi: (B)(6) 2009; dor: (B)(6) 2018; right hip.